Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported high voltage output circuit damage was confirmed. The transistors were found to be shorted. In addition, a melted spot was observed on the back of the can immediately adjacent to an area worn smooth, most likely due to chaffing against the lead conductor. The melted spot was found to contain the metals used in the conductor of certain leads.

Event description:
It was reported that no therapy was available. Possible output circuit damage. Low impedance was observed. The device was explanted.